Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event. The other devices involved in the event are as follows: model: 105-7100-060 / lot: 9433142 / dom: 04/15/2011 / exp: 01/31/2014 (qty 9). Model: 105-7100-080 / lot: 9283247 / dom: 09/28/2010 / exp: 08/31/2013. Model: 105-7100-080 / lot: 9373710 / dom: 11/04/2010 / exp: 10/31/2013. (B)(4).

Event description:
Information received from the (B)(4) study. Treatment of a 6.0cm arteriovenous malformation (avm) located in the superficial part of the left cerebrum, eloquent area, non-hemorrhagic lesion. It was reported that the patient was first treated with twelve onyx 18 and one onyx 34 on (B)(6) 2011 resulting in the patient developing a cerebral hemorrhage and 1/4 blindness on the upper right part. The physician commented that the symptoms were caused by a 3 to 4 cm hemorrhage near the nidus inside the temporal lobe that became larger within 2 to 3 days after the embolization and also suspected that manipulation of the catheter during the procedure broke down small arteries. The patient underwent a second onyx embolization on (B)(6) 2011 in which one onyx 18 was used. The excision surgery was performed on (B)(6) 2011 and the patient recovered from the cerebral hemorrhage six months later, but the blindness remained. Same event as MDR# 2029214-2013-00085